Manufacturer narrative:
Device evaluation did not show any malfunction. The perceived trajectory discrepancy is likely caused by lack of guide stability due to not planing anchor pin, improper positioning of the guide in the patient's mouth or patient's jaw morphology. [(B)(4)].

Event description:
Doctor used a surgical guide to place dental implant but it is unable to place implant #23 since osteotomy pierced buccal bone.